Event description:
A report was received that the patient's precision system was explanted due to infection. The patient's symptoms included elevated temperature, pain and tenderness at the lead incision site. The patient did not have any drainage and the infection was treated with keflex.